Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were requested, but not provided. The field service engineer checked and cleaned the probes. An ise reference electrode had crystals and was last replaced on 2022. The ise chamber was cleaned and the reference electrode was replaced. A probe and valves were replaced. A probe was adjusted. Rinse tubing for detergent waste was replaced due to a crack. The ise electrode connection and ise washing tower were checked. Maintenance actions were performed, including incubator water bath exchange, air purge, reagent priming, ise checks, photometer checks, and cell blank measurement. Calibration and controls were successful. Patient samples were tested and the results were compared with previous results. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with hdl-cholesterol gen.4 on a cobas 6000 c501 module. The sample initially resulted in an hdl value of 3.2 mmol/l and it repeated as 1.0 mmol/l.